Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s t12 lead had high impedances. As a result the patient lost effective therapy. Surgical intervention was undertaken to replace the lead. The ipg was replaced electively during the procedure. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.